Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to defective transformer (tr1) however, we could not conclusively identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the electrosurgical generator esg-400 experienced an e433 permanent reboot/ temporary failure error. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.